Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 107, which was observed during power up. System error 107 was confirmed and caused by a failed upper auxiliary. The failed upper auxiliary was replaced.

Event description:
It was reported that a spectrum pump displayed system error 107 during therapy in the long term care area while infusion vancomycin (programmed amount and delivery rate unknown). It was also reported there was no patient injury.